Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the occlusion bell kept going off during a procedure. The system and handpiece were exchanged two times to complete the case. This is for the first system. There was no pt harm.